Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the resin in the bd¿ blunt fill needle had not dried and had "subsequently run from the base of the needle hub down the needle." There was no report of injury or medical intervention.

Event description:
It was reported that the resin in the bd¿ blunt fill needle had not dried and had "subsequently run from the base of the needle hub down the needle." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received an open blister with the needle inside from lot 7236742 for evaluation. Our quality engineer visually inspected the returned blister and observed that there was cured epoxy on the shaft of the cannula. It was determined that this occurred during assembly when a rack tipped forward prior to curing and the epoxy from another needle was transferred to the sample. Based off of the visual inspection the engineer was able to verify the reported failure mode. However, this appeared to have been an isolated incident as it was the first reported case of epoxy on the needle associated with the reported lot. Manufacturing was notified and the operators were informed of additional ways to monitor for epoxy related issues. A review of the device history record was performed and no quality issues were found during production. Investigation conclusion: a rack tipped forward during assembly prior to curing, and the epoxy from a another needle was transferred to the needle in question. One defect from a batch of (B)(4) does not exceed the specification limits for excess epoxy. No CAPA will be initiated at this time. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no. Device returned to manufacture: yes.